Event description:
On february 6, 2008 at 12:15pm, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultramini has a power issue (does not turn on). After the reported issue began in 2008, the patient reportedly has had low glucose symptoms described as "trembling, dry heaving, and nausea." The pt was not tested with any other devices at the time of concern. The pt has been taking her usual dose of byetta. When the patient had the alleged symptoms, she would take oral glucose. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, time and date of symptoms, lfs meter readings, food intake, and diabetes medication intake prior to the symptoms. During troubleshooting, the customer care advocate verified that the lfs meter did not turn on with the test strip inserted and the power button pressed. The meter's battery has been replaced per the owner's manual. The reported issue was not resolved with training. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.